Manufacturer narrative:
This report is submitted on november 9, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced wound dehiscence and subsequently underwent revision surgery on (B)(6) 2018 to repair the wound.